Event description:
Reporter alleged obtaining the results of 104 mg/dl, 164 mg/dl, 202 mg/dl, 189 mg/dl and 192 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Information received indicates that when the brake is engaged the casters continue to swivel.